Event description:
Hospital reported the female luer cracked. They attached a syringe to the female luer and hand injected contrast. The female luer cracked and contrast squirted out. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of female luer cracked and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was identified.